Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue: battery compartment is damaged and threads on the battery cap are stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/3/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: pump was returned with moisture in the battery compartment. Leak test failed due to a crack the battery compartment from top traveling to bumper. Opened pump -no moisture found. The threads on battery cap are stripped and are unable to secure. Battery contact height is out of specification. Test battery cap was able to secure and was used for testing.